Event description:
Patient states that her legacy pump sn (B)(4) (3/2/2020) does not hold the charge when not in use. Patient confirmed she is changing batteries frequently and after 1-1 1/2 days pump dies. Error did not occur while in use and did not cause any harm to the patient. Pharmacy is replacing pump. Possible duplicate previously submitted on 4/2. The error did not cause any harm to the patient. Pump will be returned to pharmacy and pharmacy will replace pump for patient. Reported to (B)(6) by patient/caregiver.